Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrent hernia, mesh adherent to the small bowel, mesh not attached to the abdominal wall, mesh erosion, gutter hematoma infected abscesses, necrotic infection, sepsis, hematoma, fistula, and peritoneal abscess. Post-operative patient treatment includes surgical revisions, resection of enterocutaneous fistula, repair of hernia with new mesh, incision and drainage of abscess, washout of both left and right sides, closure of enterotomy and bowel resection, resection of skin/subcutaneous tissue/fascia, wound vac, and lysis of adhesions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a recurrent incisional hernia. It was reported that after implant, the patient experienced recurrent hernia, mesh adherent to the small bowel, mesh not attached to the abdominal wall, mesh erosion, gutter hematoma infected abscesses, necrotic infection, sepsis, hematoma, fistula, peritoneal abscess, diastasis recti abdominal muscle, copious amount of purulent material, nonhealing wound, sepsis, and extensive scar tissue. Post-operative patient treatment includes surgical revisions, resection of enterocutaneous fistula, repair of hernia with new mesh, incision and drainage of abscess, washout of both left and right sides, closure of enterotomy and bowel resection, resection of skin/subcutaneous tissue/fascia, wound vac, removal of necrotic tissue, revision of abdominal scar, and lysis of adhesions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was recurrent incisional hernia and postoperative diagnosis was recurrent incisional hernia with dense intra abdominal adhesions. The procedure performed was laparoscopic lysis of adhesions greater than 2 hours of omentum and small bowel struck into the midline incision and laparoscopic incisional hernia repair with mesh. The patient experienced multiple surgical revisions, recurrent hernia, mesh adherent to the small bowel, mesh not attached to the abdominal wall, mesh erosion, gutter hematoma infected abscesses, necrotic infection, peritoneal abscess.